Manufacturer narrative:
This event was reported erroneously and does not represent a reportable event; therefore, no further reports will be sent.

Event description:
A user facility reported a dialyzer blood leak event during a patient's hemodialysis (hd) treatment. The estimated blood loss was unknown. The dialyzer was discarded and was no longer available to be returned for evaluation. Additional information was requested but was not received to date.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported a dialyzer blood leak event during a patient's hemodialysis (hd) treatment. The estimated blood loss was unknown. The dialyzer was discarded and was no longer available to be returned for evaluation. Additional information was requested but was not received to date.